Event description:
Patient stated that in the past 4 weeks he has been experiencing the infusion set tubing breaking at the luer lock twice. Patient's blood glucose did elevate to the low 200s mg/dl. Patient stated that he gave himself an injection of insulin to help bring down his blood glucose level.